Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy. Reporting attorney: (B)(6). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-suspected, no histopathological markers provided.

Event description:
Legal representative reported unknown side "the plaintiff was diagnosed with bia-alcl and subsequently underwent surgery including right breast mastectomy, bilateral open periprosthetic capsulectomy, bilateral removal of breast implant, and bilateral insertion of breast implants." Device has been explanted. No histopathological markers have been provided.